Manufacturer narrative:
(B)(4). The device was manufactured between may 13, 2012 - may 15, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One filled infusor was received for evaluation. Visual inspection showed no signs of physical abnormality that could have caused the reported condition. A functional leak test was subsequently performed and no evidence of a leak was observed. A functional flow rate test was also performed and was found to be within specification. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that a bolus infusor experienced backflow. This occurred during patient infusion. The reporter stated that the bottle weight increased from 295g to 337g, which indicated to the reporter that solution had flowed back into the bottle. There was no patient injury or medical intervention associated with this event. No additional information is available.